Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No relevant pre-existing conditions were noted on the per. Document type(s) reviewed: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 08/18; page b; precautions + potential adverse events. DHR review was completed for the subject lot number 2016080300. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016080300) for similar cause and 1 other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (bnst410). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Expiration date and UDI. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative: device not returned.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Unknown biomet implant was fractured and has not been removed.